Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device had a low flow alert and the flow rate was 0.0 l/m. Disconnected and reconnected the arctic gel pad using proper technique with no improvement in flow. Ran diagnostics and flow was in 1.9-2 l/m range, inlet pressure was -8 psi and the circulation pump command was 60%. Reconnected and flow was still sluggish through arctic gel pads and flow would drop to 0 lm. They had tried a different arctic sun device prior to calling and getting same flow with both devices. It was advised to change arctic gel pads and called back 30 minutes later and flow was good with second set of arctic gel pads. Field assurance number provided to send arctic gel pads back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had a low flow alert and the flow rate was 0.0 l/m. Disconnected and reconnected the arctic gel pad using proper technique with no improvement in flow. Ran diagnostics and flow was in 1.9-2 l/m range, inlet pressure was -8 psi and the circulation pump command was 60%. Reconnected and flow still sluggish through arctic gel pads and flow would drop to 0 lm. They had tried a different arctic sun device prior to calling and getting same flow with both devices. Advised to change arctic gel pads. Called back 30 min later and flow was good with second set of arctic gel pads. Field assurance number provided to send arctic gel pads back.